Manufacturer narrative:
H6 evaluation results code 213 and evaluation conclusion code 67 removed.

Event description:
It was reported that a cartridge alarm 20 occurred during basal delivery with multiple cartridges. Customer's blood glucose was 133mg/dl. Customer reverted to manual injections for insulin therapy.